Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 51 mg/dl, 83 mg/dl, 71 mg/dl, and 121 mg/dl. Customer was feeling shaky and drank orange juice and ate a (B)(6) with reading of 51 mg/dl. He felt better about 30 minutes later. Customer continued to monitor his blood glucose after treating with a granola bar and orange juice and obtained readings of 87 mg/dl, 78 mg/dl, and 76 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.